Event description:
It was reported that the lead had loss of capture. The lead was unable to be explanted due to the implanter leaving the guidwire inserted (cut off) at implant and subsequently the lobes not retracting. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had loss of capture. The lead was unable to be explanted due to the implanter leaving the guidewire inserted (cut off) at implant and the lobes not retracting. The lead was capped and replaced. No further patient complications have been reported as a result of this event. It was further reported that the lead had become dislodged as well has having loss of capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed and no anomalies were found; proximal segment returned and analyzed.

Event description:
The lead was later explanted.

Event description:
The patient is a participant in the (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.